Manufacturer narrative:
According to the report, the handpiece was smoking during use. The handpiece was returned and was evaluated. At evaluation, the fiber was noted to be damaged within the handpiece, at several locations between the coupler and the handpiece, and the fibers were damaged at the coupler. An evaluation of manufacturing records was performed and indicates that the lot met all specifications. The damage to the fiber between the coupler and the handpiece is most likely the result of clipping or bending the fiber resulting in a concentration of extreme heat. The fiber damage within the handpiece could be due to impeding the movement of the fiber within the handpiece resulting in fiber buckling within the handpiece. When the laser is pulsed extreme heat is produced resulting in charring of the fiber. It has been determined that there are not adequate precautions against restriction of the fiber or bending of the strain relief which would result in restriction of the fiber. The fiber damage at the coupler could be the result of stress placed at this location while the laser is being pulsed. This could be related to the damage seen between the coupler and the handpiece. The damage to the fiber between the coupler and the handpiece and the damage seen at the coupler are likely the result of user error. The damage to the fiber within the handpiece could also be due to user error. The labeling includes instruction on proper handling of the optical fiber. Additionally, as a corrective action, an attention label is now adhered to the device packaging. The label provides additional handling instruction designed to prevent a recurrence of this type of event.

Event description:
According to the report, the handpiece was smoking during use. The handpiece was returned and was evaluated. At evaluation, the fiber was noted to be damaged within the handpiece, at several locations between the coupler and the handpiece, and the fibers were damaged at the coupler. A review of manufacturing records was performed and demonstrates that the handpiece met all specifications. The damage to the fiber between the coupler and the handpiece is most likely the result of clipping or bending the fiber resulting in a concentration of extreme heat. The fiber damage within the handpiece could be due to impeding the movement of the fiber within the handpiece resulting in fiber buckling within the handpiece. When the laser is pulsed extreme heat is produced resulting in charring of the fiber. It has been determined that there are not adequate precautions against restriction of the fiber or bending of the strain relief which would result in restriction of the fiber. The fiber damage at the coupler could be the result of stress placed at this location while the laser is being pulsed. This could be related to the damage seen between the coupler and the handpiece. The damage to the fiber between the coupler and the handpiece and the damage seen at the coupler are likely the result of user error. The damage to the fiber within the handpiece is also likely due to user error. The product labeling contains instruction on proper handling of the optical fiber. Additionally, as a corrective action, an attention label is now adhered to the device packaging. The label provides additional handling instruction designed to prevent a recurrence of this type of event. At the time the report was received, cardiogenesis did not believe the event met the reporting requirements of 21 cfr 803. The event did not involve injury to the patient, user, or any other individual. Furthermore, the event was considered to be of a nature such that a recurrence could not reasonably be expected to cause injury or death because the malfunction was confined to the handpiece and the distal end of the fiber, neither of which contacts the patient.